Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down. No adverse event occurred and no medical intervention was required.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: a terumo bct service technician checked out the machine at the customer site and was able to confirm the reported condition. The service technician adjusted the IV pole button on side panel verified IV pole would not stay up. Adjusted the IV pole button on the side panel. Per the tech the IV pole functions normally. One year of service history was reviewed for this device with no issues related to the reported condition identified. The device serial number history report indicates no further related issues have been reported for this device. Root cause: a root cause assessment was performed for this complaint. The root cause was determined to be the need for an IV pole button adjustment.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: a terumo bct service technician checked out the machine at the customer site and was able to confirm the reported condition. The service technician adjusted the IV pole button on side panel verified IV pole would not stay up. Adjusted the IV pole button on the side panel. Per the tech the IV pole functions normally. One year of service history was reviewed for this device with no issues related to the reported condition identified. The device serial number history report indicates no further related issues have been reported for this device. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down. No adverse event occurred and no medical intervention was required.

Manufacturer narrative:
Investigation: a terumo bct service technician checked out the machine at the customer site and was able to confirm the reported condition. The service technician adjusted the IV pole button on side panel verified IV pole would not stay up. Adjusted the IV pole button on the side panel. Per the tech the IV pole functions normally. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down. No adverse event occurred and no medical intervention was required.